Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 24 previously reported events are included in this follow-up record. Product return status: 19 devices were received. 5 devices were not available for evaluation. Event confirmation status: 10 reported events were confirmed. 9 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by internal corrosion. 9 devices were found to be affected by broken down lubrication. 3 devices had no problem found.

Event description:
This report summarizes <noe> 24 </noe> malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 17 devices were received. 2 device investigation types have not yet been determined. 5 devices were not available for evaluation. Event confirmation status: 10 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 7 devices were found to be affected by internal corrosion. 8 devices were found to be affected by a lubrication problem. 2 devices had no problem found. Additional information: 24 devices were not labeled for single-use. 24 devices were not reprocessed and reused.

Event description:
This report summarizes 24 malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.